Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that on (B)(6) 2025 during routine inspection, the colonovideoscope tested positive for 17 colony forming units (cfus) of enterococci in the channel. The device was then cleaned and disinfected in a reprocessor and again tested positive for 3 cfus of enterococci in the instrument channel on (B)(6) 2025. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated: d8, d9, h3, h6, h11. This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes and no obvious deviations from instructions for use (IFU) was identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: jul 30, 2025. Sampling from: all channels. Cfu: 2 cfu. Bacterial identification: enterococcus faecium and champignons filamenteux. Sampling date: aug 13, 2025. Sampling from: all channels. Cfu: < 1 cfu. Bacterial identification: na. The device was evaluated, and it was determined that there could potentially be a correlation between the actual product/ device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms. Based on the results of the investigation, growth of microorganisms were found through culture testing by the user after reprocessing. Olympus culture tested and confirmed the customers report. Olympus again culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. A definitive root cause of the issue could not be determined. However, the issue was likely the result of insufficient device cleaning/reprocessing and user handling. Additionally, the investigation identified a burn on the device camera cover (c-cover). A definitive root cause of the burn could not be determined. However, the issue was likely due to the use of a high-energy treatment tool (high frequency, etc.) Without ensuring a sufficient distance from the tip. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". Olympus will continue to monitor field performance for this device.